Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported the lead fractured causing multiple shocks to the patient. Oversensing, noise and high impedance was also reported. The lead was replaced. No further patient complications have been reported as a result of this event. In addition, the patient's wife reported the lead "broke".